Event description:
Endoscopic hemo clips failed to open seven (7) times while inside patient. Multiple attempts made with each clip. Clips eventually did open and were able to be used but after much wasted time trying to get them to open.